Event description:
Medtronic received information that during the implant of this 26mm mitral mechanical valve, it was explanted and replaced with a 26mm valve of the same model. The reason for the replacement was reported as a valve leaflet showed signs of damage. It was stated that the valve leaflet motion was tested with the blue actuator during the implant procedure and the valve rotated within the annulus in attempt to obtain appropriate leaflet motion. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that due to the received state, a coaptation assessment could not be performed. Adherent dried blood was observed on the detached leaflet and leaflet fragments. Leaflets components were cleaned and dried. The detached leaflet appeared intact with no evidence of cracks; however, surface anomalies, such as small scratches and possible delamination, were observed. The two fragments of the fractured leaflet showed signs of surface anomalies such as scratches and possible delamination. There appeared to be a section missing from the fractured leaflet. Adherent dried blood was noted along the inner diameter of the orifice and pivot mechanisms. The orifice and pivot mechanisms were cleaned and dried. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve pivot mechanisms appeared intact with no evidence of damage. Small holes along the sewing cuff show placement of implantation sutures. The valve was rinsed under tap water; the carbon subassembly rotated in the sewing cuff. The sewing cuff was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring was removed from the orifice. The serial number was verified to be (B)(6). Updated data: d.9: suspect medical device h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.